Event description:
During a routine (pci) percutaneous coronary intervention on the mid (rca) right coronary artery through a radial access. After pre-dilating and placing a cypher in the mid rca, the physician attempted to place another cypher in the proximal rca, but successfully crossing the lesion, he was unable to deploy the stent because it would not inflate. The cypher was removed and another cypher was placed with the same specs. The reason for the inflation difficulty was that the hub was cracked, since the inflation went up to 10 atmospheres. The sds was not kink or damage, and prior to shipping, no damages was noticed on the stent or delivery sys. The hub leakage/hub crack noted during balloon inflation. No anomalies were noted when the device was taken out of the package, and the device was not re-sterilized. The device was not pulled from the packaging by the hub, and the device was prepped following (IFU) instruction for use instructions. No difficulties were encountered during flushing the (sds) stent delivery system. No difficulty was encountered connecting the hub to the indeflator device or during or after the device was prepped. The device was used in the pt. The vessel/lesion characteristics was moderate calcification, no tortuosity, 90% stenosis, and no chronic total occlusion (total occlusion > 3 months). No resistance was noted advancing the product to the lesion. The device was not torqued or "steered" by the hub, and the device was advanced with the indeflator connected to the hub. No anomalies were noted after the device was delivered to the lesion. However, the device balloon did not inflate at all due to anomaly (cracked hub), and the stent was not deployed or partially deployed although the indeflator reached 10 atmospheres. No anomaly was noted while deflating the device, since the balloon never inflated, the delivery sys was simply pulled out through the guiding catheter and used another similar device. No add'l intervention was required to prevent pt injury. No resistance was met while withdrawing the device through any area (vessel, guiding catheter, sheath or introducer). There was no pt injury at this time.

Manufacturer narrative:
The product was rec'd, but the analysis has not been completed. Add'l info will be submitted within 30 days of receipt.